Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "self check fault" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that the device displayed a "compressor fault- 2001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. The transducer flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.